Event description:
It was reported that the patient presented with right ventricular pacing lead impedance out of range back in april. The patient was brought to the ep lab, pocket opened, and system evaluated. Everything checked out appropriately. It was determined that it may have been a setscrew issue. The patient alert again sounded on 6/5/06 for right ventricular lead impedance greater than 3000 ohms. The lead was capped, and the device was explanted because the cause of the issue could not be determined. No patient complications were reported as a result of this event.